Event description:
The user facility reported a reliance series 777 washer was leaking. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the leak to be originating from the rinse recirculation piping. A disconnected hose at the recirculation pump was found, in addition to a leaking coupler. The technician reinstalled the hose and secured it with hose clamps. Hose clamps surrounding the coupler were retightened. A test cycle was performed; no leaks were noted, the unit was confirmed operational and returned to service.